Event description:
On 1/17/91 an aus device was implanted. On 3/21/91 a connector was revised. On 6/6/91 the cuff was revised. On 4/19/93 a connector was revised. On 10/30/96 the device was removed from the pt and replaced due to recurring incontinence.